Event description:
Correction: the correct date of awareness is (B)(6) 2023 not (B)(6) 2023 as previous reported.

Event description:
Per the clinic, the device was explanted under general anesthesia on november 14, 2023, for unspecific medical reasons.